Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump were rejecting batteries and been receiving no delivery alarms. The customer also reported that the insulin would squirt out during prime. The customer's blood glucose was unknown at the time of incident. The customer reported that the no delivery alarm were resolved by changing the infusion set or had to reset and rewind. The customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test, off no power test, a21 error test and all operating currents tested within the specification. No failed battery test alarm were noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No a33 alarm noted. (B)(4).